Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and loss of atrial sensing were observed. It was noted that the lead was not properly fixated, suspected to be due to implant procedure. The lead was successfully capped and replaced during device change-out procedure on (B)(6) 2016. Patient condition post-procedure was stable.